Manufacturer narrative:
Vyaire medical complaint number: results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The service technician attempted to power on the ventilator and it would not power on. The external power led and charge status led did not illuminate. Bench testing revealed a malfunctioning power board was creating the power issue. Vyaire medical replaced the power board to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator reads "vent inoperable" on the screen and it powers down while plugged into electricity. There was no report of any patient involvement associated with this reported event.